Event description:
The ge oec 6800 miniview fluoroscopy system would not save images.

Manufacturer narrative:
A ge oec service representative investigated the issue and a defective hard drive. The hard drive was replaced, and software re-loaded. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.